Manufacturer narrative:
The customer performed a checkout of the unit and was not able to replicate the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported the unit lost the ability to ventilate mechanically during a case. The user reseated flow sensors, then switched between bag and vent and was eventually able to clear machine and continue the case. There was no patient injury reported.